Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) and diabetic ketoacidosis (dka). Suspected cause of high bg and dka was a hole in the tubing; it was not determined whether the hole was in the infusion set tubing or the cartridge tubing. Customer was treated with insulin drip. Customer was released from the hospital the following day with no permanent damage.